Manufacturer narrative:
There is no connection that can be made at this time between the reported postoperative complications and any problem with the davol device used to treat the patient. At this time the contact states that he does not wish to provide any additional information, as such with the information provided no conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. The date of event documented and the date of implant documented and estimates, as the exact dates were not provided. Should additional information be obtained, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that in (B)(6) 2013 the patient underwent the repair of an umbilical hernia with implant of a davol ventralex st hernia patch. In 2015 the contact reports that the hernia "ruptured" and the patient experienced a recurrent hernia. Currently, it is reported that the recurrent hernia is no longer reducible and the patient is in continuous pain.